Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Therefore, issue is not confirmed to use due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced symptoms of hypoglycemia, and was treated by a non-healthcare professional who gave the customer oral sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced symptoms of hypoglycemia, and was treated by a non-healthcare professional who gave the customer oral sugar. There was no report of death or permanent impairment associated with this event.